Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one week of post-deployment, the patient presented with chest pain. On the same day, a computed tomography (CT) chest showed persistent bilateral pulmonary emboli, with relative decreased clot burden as compared to previous study. Also, a computed tomography angiogram (cta) abdomen and pelvis with intravenous contrast showed that there was an inferior vena cava filter in place. Around, one month and eight days later, the patient presented with abdominal pain. Around, fifteen days later, a computed tomography (CT) chest with contrast showed no evidence of pulmonary thromboembolism. Around, one year and two months later, a computed tomography angiogram (cta) chest with intravenous contrast showed that there was no pulmonary embolus. Around five years and four months later, a computed tomography (CT) abdomen without contrast showed that an inferior vena cava filter was positioned below the level of the renal veins. There was no tilting of the filter within the inferior vena cava, that allowed for tortuosity of the vessel. Distal anchored struts posteriorly extended beyond the vessel wall, approximated lumbar spine with 1 strut extended into the l3-l4 disc space. A left lateral strut extended tangentially along the posterior margin of the aorta. There was no retroperitoneal hematoma. The filter was intact. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. Approximately six years and ten months post filter deployment, a computed tomography (CT) abdomen without contrast revealed that the distal anchored struts posteriorly extended beyond the vessel wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.